Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with this pump. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Agent reported that a patient had their pump replaced due to a lack of pain relief and underinfusion volume discrepancies. Although exact volumes were not provided, it was stated that at the patient's refill, their pump was still full. A myelogram was done, there was no obstruction or break in the catheter, the valves were also open and not obstructed. As a result of the consistent increase in pain and lapse of therapy despite dose increases, physician felt the need to explant the old pump and implant a new one.